Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the angel prp centrifuge was spinning and operating fine. As the platelet poor plasma separated out it started leaking on the floor because the cap at the bottom of the ppp bag was not included in the kit. The staff double checked the package to make sure it had not fallen off in packaging. When the prp started to go through the light filtration the tubing must have cracked because it started leaking all over the black rotor and on top of the centrifuge and the prp syringe just filled with air. The final product of the prp was leaked out onto the centrifuge and there was not any ppp in the bag to inject instead because all of that had leaked on the floor. The device will not be returned because it was a biohazard, covered in blood and could not be shipped. The procedure was a prp injection being performed at the surgeon's clinic. Bodily fluid did not come in contact with any individuals except staff who wore gloves while cleaning up the leaked fluid. It was reported there was no patient or staff injury.